Event description:
It is reported that the patient was revised due to instability in the patient's knee 10 years after the original surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.